Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge change error after loading a cartridge onto the pump. The customer's blood glucose level as 102 (mg/dl). The customer successfully loaded a new cartridge onto the pump and resumed insulin delivery.